Manufacturer narrative:
Updated field: b4, g3, g6, h2, h6(type of investigation, investigation findings, investigation conclusions), h11. An fo sensor failure alarm occurred while a cardiosave sensation plus 8fr 50cc iab catheter was in use on a 62 year old male patient with a right axillary insertion. The alarm was triggered during patient repositioning and attempts to restore the fiber optic arterial pressure signal were unsuccessful. The clinical team transitioned to monitoring through the transduced inner lumen, however, the arterial waveform appeared damped. Flushing procedures in standby mode were reviewed with the rn to support waveform assessment. No further complications were reported.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h11. Corrected field - b5, h6 (medical device problem code, type of investigation, investigation conclusions).

Event description:
It was reported by customer through emergency support program during use that a sensation plus 50 cc intra aortic balloon (iab) catheter generated an fo sensor failure alarm and had dampened waveform. No patient harm or injury was reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).

Event description:
It was reported that a sensation plus 50 cc intra aortic balloon (iab) catheter generated an fo sensor failure alarm during patient use. No patient harm or injury was reported.